Manufacturer narrative:
A valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensor, and no trends were identified that would indicate any product related issues. The product is not expected to be returned as the customer has thus-far not responded to attempts for contact. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. As it is unknown if the alleged device is the freestyle libre 14 day, libre 2, or libre 3 system, this report is being filed on the freestyle libre 14 day system. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer posted via social media the following allegation, regarding the adc device: "failed on me an I am now a quadriplegic". There was no further information written on the social media post, and the customer has thus-far not responded to abbott diabetes care customer service attempts to obtain further details. Therefore, based on the information available, it cannot be confirmed at this time that the adc device did not cause or contribute to the allegation of permanent injury.